Event description:
A pt experienced an allergic reaction on the face and body after a procedure was performed using delton lc. The symptoms resolved within a few hrs, apparently without any intervention.